Event description:
On (B)(6) 2002, a sparc sling system was implanted in the plaintiff to treat her stress urinary incontinence, cystocele and rectocele. The plaintiff's attorney has alleged "as a result of the implant" the plaintiff experienced "pain and protrusion of mesh" and has sustained "permanent injury" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.